Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose was 102 mg/dl. The customer was having issues where his insulin pump was not alarming when his insulin pump was going into suspend and needs to know when the insulin pump was being suspended and was losing confidence in his insulin pump if he was unable to be notified when the insulin pump was suspending. The customer completed the steps to test the audio, and confirmed that audio does not differentiate between both the 1 or 5 setting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with corroded battery tube.